Manufacturer narrative:
The physician indicated the device was discarded. A review of the device labeling notes: precautions and warnings: the physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications - possible complications of the use of orbera® include: - gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon.

Event description:
Reported as: a patient with the orbera intragastric balloon had been "discharged but contacted the doctor that evening as unable to tolerate any fluids. Patient was diagnosed with pneumatosis and for patient safety was extracted. Extraction was successful and patient recovered although very disappointed as wanted the orbera to remain insitu but followed the doctor recommendation for early extraction to prevent [dic] condition from deteriorating."